Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was bloody, and the balloon was loosely folded. Analysis of the tip, balloon, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed a rupture in the balloon material that was 10mm in length, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 20atm. The reported information indicates the device was inflated to 12atm; therefore, there is no indication the device was inflated over rbp. The reported balloon burst was confirmed.

Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery. Following stent deployment of a 2.5x16mm synergy drug-eluting stent, a 2.75 x 12mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. There are no balloon pieces left inside the body and completed the procedure with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery. Following stent deployment of a 2.5x16mm synergy drug-eluting stent, a 2.75 x 12mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.